Event description:
Other equipment involved: ge portable x-ray & hewlett-packard monitor.immediately after x-ray was taken, nurse noticed ventilator not functioning, but also not alarming, and wave forms gone from monitor, but no indication of alarms being suspended; patient was hand ventilated. Upon power down.power up sequence, equipment function was normal. No malfunction found with further testing. Power supply elimanated as possible source. Postulate that malfunction was caused by scatter from x-ray and bremsstrah lung and/or photo electric effectinvalid data - regarding single use labeling of device. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: computer hardware performance tests conducted, computer software performance tests conducted, electrical tests performed, performance tests performed. Results of evaluation: none or unknown. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.